Event description:
Info received indicates the bed doesn't go into reverse trendelenburg.

Manufacturer narrative:
The technician isolated the issue to the limit interface cable. He replaced the cable to repair the bed.